Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer had not yet taken action to address the bg level taken but had taken a corrective bolus via the pump prior to the malfunction and did not require third-party assistance. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.